Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record review was not performed as the upn and lot number is unknown and ship history review was not able to be performed. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room and hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available the cause that contributed to the reported event cannot be established. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a flexible ureteroscopy and laser lithotripsy, the fiber was used along with a flexible ureteroscopy scope. The fiber got fractured at the adaptor point on firing of laser and the surgeon sustained a small burn to their right thumb. The wound was examined, and first aid was declined, as not necessary, also a plaster was applied. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a flexible ureteroscopy and laser lithotripsy, the fiber was used along with a flexible ureteroscopy scope. The fiber got fractured at the adaptor point on firing of laser and the surgeon sustained a small burn to their right thumb. The wound was examined, and first aid was declined, as not necessary, also a plaster was applied. The procedure was completed with another fiber without patient complications.